Manufacturer narrative:
Product analysis: the product specimen has not been returned for device evaluation. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that two days post implant of this bioprosthetic valved conduit in a pediatric patient, the patient was in a hypercoagulative state. This device was explanted and replaced after the patient presented emergently in cardiac arrest due to a clot occluding the device. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.